Manufacturer narrative:
A visual examination of the components found that the blue d-connector was detached from the decompression tube. The connector was properly formed and the distal end of the tubing presented evidence of correct assembly. Functional checks were performed by inserting the 60 cc syringe into the bolus feeding set, right angle feeding set and decompression tube and injecting water through each with no blockages noted. Additionally, the decompression tube d-connector and button device were also checked and there were no blockages noted. The complaint was not consistent with the complaint incident of feeding tube blocked/ occluded. Therefore, the most probable root cause is "not confirmed". A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
Was reported to boston scientific corporation that an endovive low profile replacement button was used in a procedure two months ago. The procedure date is unknown. According to the complainant, after the procedure, the patient's family noticed that the feeding adapter had an occlusion making it difficult to administer enteral nutrition. Reportedly, the button remains implanted and the device is scheduled to be replaced (date is unknown.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4) for the reported event of feeding tube occluded. The complainant indicated that the device is still implanted in the patient; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive low profile replacement button was used in a procedure two months ago. The procedure date is unknown. According to the complainant, after the procedure, the patient's family noticed that the feeding adapter had an occlusion making it difficult to administer enteral nutrition. Reportedly, the button remains implanted and the device is scheduled to be replaced (date is unknown.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an endovive¿ low profile replacement button was used in a procedure two months ago. The procedure date is unknown. According to the complainant, after the procedure, the patient's family noticed that the feeding adapter had an occlusion making it difficult to administer enteral nutrition. Reportedly, the button remains implanted and the device is scheduled to be replaced (date is unknown.) There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on may 20, 2016: the button was removed a couple of days ago.